Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had not charged their ipg as recommended. Reportedly, patient programmer was displaying an error message and patient has been without stimulation for almost a month. As such, patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s ipg was explanted and replaced. Effective therapy has been restored post operatively.